Event description:
Pt had been treated for hypercholesterolemia. One lesion was treated 25 months ago. Medications prescribed at the day of procedure were as follows: aspirin = 100 mg; clopidogrel = 75 mg. The lesion treated was located in the mid-lad. One endeavor stent was successfully implanted (2.25 x 30 mm stent). At 24 months post implant, a repeat revascularization was performed on the proximal lad (ptca, unk stent brand). Indication for revascularization was stable angina. Pt was sent home on the same day following ptca. Pt developed sudden angina and an ambulance was called. Immediate revascularization was performed on the next day. The indication for revascularization was a suspected stent thrombosis. At the 24 month follow-up stage, the pt was asymptomatic. Please note that this device is distributed outside the us; however, it is similar to the us distributed prod.

Manufacturer narrative:
.